Event description:
It was reported that the patient came to the clinic with a damaged controller screen. The controller was exchanged.

Manufacturer narrative:
Weight: patient weight was requested but was not provided. Manufacturer's investigation conclusion: the reported event of damage to the screen of the heartmate 3 system controller was confirmed. The heartmate 3 system controller (serial number: (B)(4)) was returned for analysis and a log file was submitted for review and showed events spanning approximately 17 days ((B)(6) 2022 ¿ (B)(6) 2022, on (B)(6) 2022 per timestamp). The driveline was disconnected on (B)(6) 2022 at 09:21:58 for a system controller exchange. There were no notable alarms active in the log file. The system controller was functionally tested and operated without any alarms activating during testing. The controller was connected to a mock circulatory loop for an extended period of time and operated at the set speed without any issues. The system controller was disassembled to observe the inner components. Upon opening the controller, fluid ingress was observed throughout the controller. Further analysis revealed fluid ingress within the lcd display and was the cause of the discoloring to the screen. The power cables were cut open and additional fluid ingress was found within both power cables; however, no damage was found to the underlying wires. The root cause of the damage to the controller¿s screen was due to fluid ingress; however, the root cause of the fluid ingress was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.